Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Of note: this product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this electrode was explanted on (B)(6) 2025 due to mechanical noise which was over-sensed in primary sensing vector and resulted in an inappropriate shock. Another electrode was successfully implanted. Besides intervention, there were no other adverse patient effects reported. The lead has since been returned, and laboratory analysis is ongoing.